Event description:
The customer reported via phone call that the insulin pump had a stuck up button on the keypad. The customer stated that he had kept the insulin pump inside his waist band. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. He also reported issues with sensor readings being inaccurate but declined troubleshooting assistance for the matter.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had unresponsive buttons due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, and a cracked case at the reservoir tube window corner.